Event description:
The patient had memory issues because of the pump; she had ¿lost years of memories.¿ the patient wanted to be weaned off the medication; have the pump removed; and go back to oral medication. The next pump refill was supposed to be in (B)(6); the last refill was at the end of (B)(6) or the beginning of (B)(6). The patient had spoken to a physician that suggested weaning off the medication, filling the pump with saline, and trying oral medications again; the patient could not recall his name.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump went dry. The health care provider (hcp) believed the reservoir was empty around (B)(6), but the patient did not have a ¿clear cut withdrawal episode¿. The patient had confusion for 4 months and had been in and out of the hospital. The hcp was now reducing the patient¿s dose and had to change the concentration to do so. The pump was used to infuse baclofen. Additional information received reported that the patient was not taking any other medication (oral, etc) at the time of the event. The patient had increased spasm. It was noted that no error occurred, the patient allowed the pump to go empty. The patient was refilled and reprogrammed at lower concentration and dose. The programming error was resolved. The patient recovered without permanent impairment.